Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-12785. It was reported, the pt is not receiving effective stimulation coverage. The sjm rep found several invalid contacts. Images indicate a lead fracture. The pt plans surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.